Manufacturer narrative:
Essure questionnaire received on 21-dec-2015 the patient´s weight was (B)(6) and height was (B)(6). Her medical history included fibromyalgia. Essure was inserted with lot number c38208 and she was not in a postpartum state. Insertion and visualization of tubal ostium were considered easy. After insertion, she used depo as back contraception. Has was not performed. Essure was removed due to nickel allergy which was caused by essure according physician (removal was medically necessary). She also had menorrhagia. Hysterectomy was done and she was hospitalized. Pathology results showed that coils were appropriately located. Events resolved 36 hours post-surgery. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started having a rash with itching 4 days later. Nickel allergy was reported and due to that essure was removed. Hysterectomy was performed and she was hospitalized. Nickel allergy is a listed event in the reference safety information for essure, and was considered serious due to hospitalization. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case patient denied being allergic to nickel or metals prior to the insertion. Given the nature of the event, and compatible temporal relationship, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 17-may-2016: bayer reference number for the ptc report is (B)(4). Lot number: c38208. Production date:19-mar-2014. Expiration date:31-mar-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started having a rash with itching 4 days later. Nickel allergy was reported and due to that essure was removed. Hysterectomy was performed and she was hospitalized. Nickel allergy is a listed event in the reference safety information for essure, and was considered serious due to hospitalization. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case patient denied being allergic to nickel or metals prior to the insertion. Given the nature of the event, and compatible temporal relationship, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since a surgical intervention was performed. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se

Manufacturer narrative:
Quality safety evaluation received on 16-jun-2016: (B)(4). In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar adverse event cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started having a rash with itching 4 days later. Nickel allergy was reported and due to that essure was removed. Hysterectomy was performed and she was hospitalized. Nickel allergy is a listed event in the reference safety information for essure, and was considered serious due to hospitalization. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case patient denied being allergic to nickel or metals prior to the insertion. Given the nature of the event, and compatible temporal relationship, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since a surgical intervention was performed. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no sample was provided, a product quality defect could not be confirmed but is considered plausible. Therefore, a relationship with the reported medical events cannot be totally excluded.the reported medical events are not indicative of a quality deficit per se.

Event description:
This is a spontaneous case report received from a physician in united states on 17-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c38208, for permanent contraception. Physician reported a suspected nickel allergy. The patient called physician on (B)(6) 2015 to report a rash with itching that went from just her arms to her whole body. She was prescribed a course of steroids. During the course of steroids, the rash was improved, but returned fully upon completion. She was not hospitalized. She also experienced metallic taste in her mouth. Physician was concerned and wanted to know if she should do nickel allergy testing on all patients, as this patient said she was not allergic to nickel or metals previously. She will have a total hysterectomy on (B)(6) 2015 to remove coils. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started having a rash with itching 4 days later. Physician suspected of nickel allergy and scheduled a hysterectomy to remove the coils. Nickel allergy is a listed event in the reference safety information for essure, and was considered serious due to medical significance. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case patient denied being allergic to nickel or metals prior to the insertion. Given the nature of the event, and compatible temporal relationship, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis and further information are expected.